Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The scope communication error and image granules were confirmed. Based on the results of the investigation, it is possible that the event was caused by water or humidity having entered the subject device and damage the printed circuit board's connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the broncho videoscope had a e216 (scope communication error) and granules on the display screen. The issue occurred during the preparation for use for an unspecified procedure. There were no reports of patient harm.